Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas displayed repeated restart alerts identified as alert 32, indicating a motor processor communication error, and the user was unable to resolve the condition despite multiple restarts; additional device errors consistent with software runtime and external flash write issues were documented. Symptoms included no adverse clinical effects, with blood glucose reported at 149 mg/dl. Outcomes included device replacement, instructions to revert to a backup plan, continued cgm use, and return of the original device. Investigation included troubleshooting and user education, followed by device replacement and data sync guidance. Investigation of this case revealed a device malfunction involving delivery motor communication with associated software and memory write errors consistent with a restart alarm that did not resolve with standard user steps. It was concluded that the cause was a device malfunction of the delivery motor communication subsystem.